Manufacturer narrative:
A pump, two cylinders, and reservoir were received for evaluation. Because the information received indicted the prosthesis does not inflate, and because no functional abnormalities were noted with the returned components, quality cannot confirm the complaint as reported. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time. Letter from FDA dated 06/23 indicating FDA has determined coloplast no longer qualifies for participation in the asr exemption #e2006011 program. Effective immediately, we are required to electronically submit individual adverse event reports for these product codes. (B)(4).

Event description:
According to the available information, prosthesis does not inflate.